Event description:
This serious unsolicited device case rec'd from united states on (B)(6) 2013 from a pt. The case was cross referenced with case (B)(6) (same pt). This case involves an adult male pt (age not provided) who underwent total knee replacement (tkr) after receiving treatment with synvisc one. Past medical history, past drugs, concurrent condition and relevant concomitant medications were not reported. On an unk date, pt rec'd treatment with synvisc one injection (dosage regimen, route of administration, batch/ lot number and expiry date: unk) into an unspecified knee for an unk indication. Later on an unk date (after unk latency), the pt underwent total knee replacement (tkr). Action taken: unk. Corrective treatment: unk. Outcome: unk. Pharmaceutical technical complaint (ptc) was initiated and conclusion was pending for the same.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(4) 2013: in this case, the pt was treated with synvisc one into a knee for bone to bone and underwent knee replacement. There was no pharmacological or biological plausibility to prove that the suspect lead to arthroplasty; however, pt's underlying bone on bone provides the most plausible explanation for the joint replacement.